Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was admitted to the hospital following delivery of inadequate high voltage therapy due to an incorrectly diagnosed atrial fibrillation episodes. A change in cardiac medication was made and the patient was in stable condition.